Event description:
It was reported that the ilet pump displayed alert 38 for consecutive stalled motor while the user experienced hyperglycemia, with both the ilet and fingerstick glucose readings reported as high and later measured at 399 before returning to 110 after supply changes and continued monitoring. Symptoms included hyperglycemia and diaphoresis. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified in relation to the pump¿s insulin delivery mechanism consistent with a stalled motor alert. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.